Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25 mm x 12 mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries were reported.